Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 14, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (updated brand name); d2a (updated common device name); d4 (additional device information - added lot number, expiration date, & updated unique identifier (UDI) number); g6 (indication that this is a follow-up report); h2 (follow-up due to correction and additional information); h4 (device manufacture date); h6 (identification of evaluation codes 3331, 4114, 3221, 19). The affected sample was not returned; therefore, a thorough investigation could not be performed. As stated in the complaint details, the device was used for 12 hours, and the plasma leak was noted at the 10-hour mark. The plasma leakage is believed to be a result of prolonged usage which led to the fiber pore surfaces becoming hydrophilic through absorption of elements circulating in the blood over time. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an oxygenator foaming at the 10 hour mark. As per the subsidiary, the perfusionist was on pump for 12 hours and noticed oxy was foaming at the 10 hour mark. No reduction in performance noted. Continued on and finished case with no patient issues. *no known consequence or health impact to patient *product was not changed out *procedure was completed successfully.